Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by fever, chills, shaking, and cloudy effluent. The patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with an unknown antibiotic (dose, route, frequency, and duration not reported) for the event. The patient was discharged from the hospital five days after onset of the event and has recovered. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.